Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer alleged the issue had been resolved after charging the pump.